Manufacturer narrative:
The force bipolar instrument has been received for failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument is still in progress.

Event description:
It was reported that during a da vinci-assisted incisional hernia repair procedure with intraperitoneal onlay mesh (ipom), the hinge/tip of the force bipolar instrument broke. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not actually see any fragments fall inside the patient. The force bipolar instrument broke at the wrist and the customer decided to perform an x-ray. No other issues were noted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed and found to have a broken conductor wire at the force amplification pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage.

Event description:
Refer to h11 for follow-up information.